Event description:
On 11/13/2023, it was reported by a sales representative via sems-06399930 that an ar-8330h shaver is overheating. This was discovered during use in a case with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Use error) due to the condition of the device, the reported event of "ar-8330h shaver is overheating" could not be confirmed during evaluation. However, the most likely cause of this event is use error.